Event description:
Pt sample results for a na/k/ci were 154/3.09/138 mmol/l respectively. When repeated, the results were 140/4.6/105 mmol/l. The field service representative repaired the instrument by replacing the peripump tubing on the ise unit.